Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, without the requested clinical information, a thorough medical infection cannot be rendered. Should any additional medical information be provided, this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to infection. Poly exchange and washout performed.